Event description:
It was reported that a patient trained on and initiated the ilet and experienced persistent hyperglycemia, with glucose not dropping below approximately 250 mg/dl, which reportedly worsened during dialysis; the patient reviewed labeling indicating dialysis is not recommended, consulted the physician, discontinued ilet use, resumed a prior therapy, and requested cancellation of future supplies. Symptoms included hyperglycemia. Outcomes included the need for medical assessment with the treating physician and discontinuation of the ilet. Investigation included customer follow-up attempts and provision of field contact information, along with troubleshooting and education. Investigation of this case revealed no device alarms and an unclear cause of hyperglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.